Manufacturer narrative:
The device remains implanted. Should additional information become available, this event will be updated and an amended report submitted.

Event description:
Boston scientific received information that during an ablation procedure, this cardiac resynchronization therapy defibrillator was programmed other than monitor + therapy. Within thirty seconds, loss of capture was observed and the patient experienced asystole of approximately 2 seconds. The device had been configured vvi 60ppm. When it was reprogrammed to voo 60ppm with an output at 7v, pacing was delivered. When it was changed to vii 60ppm output 7v in electrosurgical knife mode, loss of capture was observed again. The threshold and impedances had not changed between pre-ablation and post-ablation. Once the ablation procedure was stopped, pacing resumed and the patient did not require intervention. The device remains implanted and the patient was in recovery. No adverse patient effects were reported.